Event description:
Event description guidant received information that this implantable lead is exhibiting increasing pacing impedance values over the last year. Pacing and sensing are working appropriately. There have been no episodes of noise. The patient is not pacer dependant.